Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that was not capturing. An x-ray was performed, and it was noted that the lead had dislodged. No resolution was reported, and the patient did not experience any consequences.

Event description:
New information received on 4sept2019, indicates that the patient presented for a lead explant. The right ventricular lead was explanted and replaced. The patient was stable before and after the procedure.